Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a review of the receiving inspection (ri) for viper mono screw 7x45mm ti was conducted identifying that lot number rl261433 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 08 sep 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the internal threads in the screw tab component were deformed in the viper mono screw 7x45mm t implant. The dimensional inspection was not performed due to the post-manufacturing damage. The functional test cannot be performed due to the device's internal thread feature damage. The deformed condition of the internal threads in the screw tab component was consistent with a random component failure that may have been caused by exposure to unintended/overt forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as visual inspection of the received device identified deformation of the internal threads in the screw tab component. While no definitive root cause could be determined, it is probable that the observed deformation caused the alleged functional issue. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawing reflecting the current and manufacture revision was reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: on mar. 8, 2021 it was reported that the patient underwent a spinal fusion at l3 left treating interbody fracture. On mar. 15 the patient was x-rayed in the medical follow-up. It was found that the setscrew at l3 had come off. On mar. 17 the patient underwent a revision procedure. They also found that the inside of the monoaxial screw had been damaged. No fragment was left in the patient¿s body. The surgeon commented that the patient had a large physique which might have put stress to the devices. No further information is available. Concomitant device reported: unknown rod (part# unknown, lot# unknown, quantity unknown). This report is for one (1) viper mono screw 7x45mm ti. This is report 1 of 1 for (B)(4).